Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer's blood glucose value was 210 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received stuck in blank-flashing white lcd with audio beeps due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify open book image due to blank-flashing white lcd.device received with corroded motor home switch and corroded force sensor assembly